Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: the issue occurred when preparing nogitecan hydrochloride. Connected p14j to the vial. Hcp drew dissolution by the syringe which connected n35c. Connected p14j and n35c, injected dissolution from the syringe to the vial. Drug leaked when drawing it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-02-28. H.6. Investigation summary one sample was returned to our quality engineer for investigation. Upon inspecting the product it was noted that the needle on the protector properly penetrated the vial stopper, however, it was observed to be inclined. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. A device history review was performed for lot 1907106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Testing is performed for all lots during manufacturing to ensure the quality and functionality of the device. Testing results were reviewed for lot 1907106 and all results met required specifications, and no leakages occurred. Based on the investigation results, we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: the issue occurred when preparing nogitecan hydrochloride. Connected p14j to the vial. Hcp drew dissolution by the syringe which connected n35c. Connected p14j and n35c, injected dissolution from the syringe to the vial. Drug leaked when drawing it.